Event description:
According to the customer: "during priming procedure, the measured venous pressures ranged between -400mmhg and 800mmhg. As the pt was instable, customer decided not using the system without reliable pressure measurement. Customer reassures that no fluid has entered in the socket during air-eliminating." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. Similar products, showing the same malfunction, have been investigated and an oxidized pressure sensor was found, this could be the most probable cause for the failure. An internal process ((B)(4)) was initiated to determine the most probable root cause and to implement the appropriate corrective action. Additional info: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.